Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undetermined, no (B)(4) was found but stainless steel particles were found. The stainless steel debris is presumed to have been left as a result of the implantation and originates from the surgical instruments. This is a risk associated with surgery. Scratching was typical of retrieved components. Some bone on growth was present on the implants. The knee is probably in valgus and a limited number of x-rays are provided so it is not possible to comment on time related features. The part was in vivo for ~4 mths. It is not possible to comment on the softening of the bone as no lateral x-ray is provided and no post primary to pre-revision x-rays are provided. This series of complaint is under review as part of CAPA (B)(4) to see if an adverse trend exists for the duofix tibial tray. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, the n the complaint shall be investigated further.

Event description:
Patient had enormous swelling and ongoing pain and stiffness. The poly wear was very alarming after only 4 months of implantation.